Event description:
It was reported the patient had ¿had falls in the last six months.¿ it was stated a nurse ¿fixed the stimulator because it wasn¿t right because she had fallen.¿ it was stated the patient had a loss of therapeutic effect. It was also stated the patient came home and ¿for a while it worked but all of a sudden it didn¿t work.¿ the patient ¿wet her pants and didn¿t have control so she went to the bathroom a lot and it wasn¿t working like it should.¿ the patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v339124, implanted: (B)(6) 2009, product type lead. (B)(4).